Manufacturer narrative:
H4: lot manufacture date: june 14, 2023 to june 16, 2023. H10: the device was received for evaluation containing 95ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed and the flow rates were found to be within the product specification range. During the flow test, evidence of continuous flow of fluid was observed flowing out of the distal luer. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date^: the event date was from12 december 2023 to 14 december 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow. After two days of being attached to the patient, the folfusor was still full with chemotherapy preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.